Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed the balloon of this catheter has ruptured. We were able to flush the inflation lumen and the irrigation lumen properly. We did not observe any other defects in this catheter. Our IFU clearly/appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material ( eg. Chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the user because of the balloon malfunction. The surgeon used another catheter to complete the procedure.

Event description:
The balloon of the syntel over-the-wire embolectomy catheter ruptured during an embolectomy procedure. The balloon ruptured during the first pass when it was inflated in the patient's blood vessel. So, the surgeon used another catheter for the procedure. There was no harm to the patient because of this incident.